Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a partial nephrectomy procedure on (B)(6) 2016 and the suture clips were used to secure suture. During the procedure, the suture clips would attach to the suture but the clips would not close onto the suture. Another like suture clips were used to complete the procedure. There was no patient consequence reported. No further information is available.

Manufacturer narrative:
The analysis results confirmed that three cartridges were received sterile and in good visual condition. One cartridge was opened and tested for functionality with test device. Upon functional testing of the device, the instrument loaded, retained and deployed 6 clips as intended over suture. The clips were form as intended and conforming to our manufacturing requirements.